Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03895. It was reported the patient experienced a csf leak during the trial procedure on (B)(6)2019. The issue occurred as the first epidural needle was placed; however, physician was able to gain epidural access and two trial leads were placed. The patient experienced spinal headache post procedure. The physician opted to remove the trial leads and performed a blood patch. This addressed the issue.